Event description:
The customer contacted stryker to report that their device will not complete the boot-up cycle during power-up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker identified a system pbc failure. The device is no longer repairable; stryker to scrap the device.